Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure, unstable thresholds confirmed insulation damage and dislodgement were noted on the right ventricular (rv) lead post implant. A lead revision was attempted and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. F information is provided in the future, a supplemental report will be issued.